Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of a .035-inch j 3mm 260cm diagnostic guidewire was found to be fractured upon opening the package. The device was not used, and another diagnostic guidewire was used to continue the procedure. There was no reported patient injury. The intended procedure was coronary angiography. The reported ¿fractured/damaged¿ condition referred to a fracture and damage at the distal tip. The device was stored and prepared according to the instructions for use, and the user was trained to the device. The device was inspected and noted to be intact prior to opening the package. The device was replaced with another .035-inch j 3mm 260cm diagnostic guidewire to complete the procedure. The device will be returned for evaluation.